Event description:
Additional information: no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with a broken size pot ribbon, and most of the connector unplugged by the customer. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No error which related to any of the main board problem was found in ehl, error history log. It was not possible to perform any test to verify customer reported problem due to broken size pot ribbon and all the connector being unplugged by customer. Root cause of the issue was deemed to be incorrect assembly by the customer. The size pot and all needed components were replaced and the device then passed all functional testing. (B)(6).

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an issue with the main board. It is unknown is there was a patient involved.